Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported on 29jan2020 that the patient had been admitted on (B)(6) 2019 for a psychological evaluation following issues with delirium. A stroke work-up was ordered over concern of left-sided weakness. CT scan results were negative, did not indicate a stroke, but suggested real-time hypoperfusion of the middle cerebral artery (mca). Information reported on 09jan2029 that was determined to be related to this, stated that on (B)(6) 2019 the patient experienced atrial fibrillation with poor rate control which resulted in a shock delivered from an implantable cardioverter-defibrillator (ICD). The patient was started on amiodarone which resulted in amiodarone-induced thyroid dysfunction. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported delirium and arrhythmia could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists other neurological event (not stroke-related) and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.